Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during blood draw with bd vacutainer® sst¿ blood collection tubes there was a low draw. The following information was provided by the initial reporter, translated from chinese to english: during the blood collection process of the patient, the puncture of the blood collection went smoothly and blood returned. There is no blood flow into the blood collection tube after connecting the blood collection tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during blood draw with bd vacutainer® sst¿ blood collection tubes there was a low draw. The following information was provided by the initial reporter, translated from chinese to english: during the blood collection process of the patient, the puncture of the blood collection went smoothly and blood returned. There is no blood flow into the blood collection tube after connecting the blood collection tube.